Event description:
Ecaremanager may display incorrect intake and output daily running totals when a certain configuration of the 24-hour day is used. An incorrect daily total may place a patient at risk if a decision is made to treat them for a single day's change in intake and output volumes based on the incorrect daily total.

Manufacturer narrative:
Additional model #v3.7.1. Additional device manufacture date 04/2010.